Event description:
Lodi implant broke during placement. Clinician has indicated that they either over-torqued the abutment or the implant resulting in implant failure.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30 ncm. If the implant placement torque is less than 30 ncm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 ncm; if 70 ncm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The healthcare professional did not indicate the following: the specific implant placement and abutment torque levels; whether primary stability had been achieved during implant placement. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Clinician has indicated that they either over-torqued the abutment or implant during placement. The implant's lot history record was reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specifications. No further action is required.